Manufacturer narrative:
Sensory medical provided a replacement cloth cover, thumbscrews and technology hub housing shell with hide/show control covers to the customer. Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. Sensory medical attempted to obtain additional information relevant to the investigation on the following dates: 05/26/2026, 005/27/2026, 05/28/2026, and 06/18/2026 (email and phone call). Sensory medical requested the damaged technology hub housing to be returned for examination, and provided a pre-paid shipping label. As of the writing of this report the damaged housing has not been returned to sensory medical. Multiple statements are made in the cubby bed user manual and technology hub accessory manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the user manual contains multiple warnings, including: "do not use this product if you do not understand or cannot follow the accompanying warnings and instructions." "Do not allow anyone to climb or hang from the product." "You are responsible for providing adult supervision while using this product." "Use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." "If any damage is present, immediately discontinue use and contact cubby for repair or replacement." "Check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners." "Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts." "Never leave patient user unattended for extended periods of time without monitoring and sensory stimulation." "Openings in and between bed parts can entrap the head and the neck." Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers and s-clips on the doors. On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact" page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing.sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent reported that her child broke the housing of the technology hub and was able to elope from the bed. She stated that her child damaged and broke the screws on the housing that holds the camera and she believes that's how the child was able to get out. In addition, she reported that the zipper on the door became damaged and prevented the door from being zipped closed. The parent also confirmed that they were able to fix the door zipper that was stuck and the zipper is functioning properly. There was no report of injury as a result of the event.